Event description:
It was reported that during a breast biopsy, the device did not have any power and wouldn't work at all. No further information is available. No reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.